Event description:
The customer reported obtaining low white blood cell (wbc) and platelet (plt) results for a single finger stick patient sample from the coulter ac*t diff 2 analyzer. The customer stated that the same patient was redrawn by venipuncture and ran at a different location (hospital), and much higher results were obtained. The customer indicated that all quality control (qc) results were recovering within the established ranges at the time of the event. Although the erroneous results were reported out of the laboratory, there was no change or effect to patient treatment in connection with this event. Beckman coulter reviewed the provided data and noted that the ac*t diff 2 instrument generated low wbc, red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and plt results with differential flagging and no instrument-generated suspect messages for the finger stick capillary method when compared to the results obtained at the hospital on the same day. The customer stated that the whole blood sample was collected in a 125 l edta microtainer and was run within 5 minutes of collection.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the differential parameters occasionally flagged patient samples and controls. The fse proceeded to replace the analyzer card to resolve the flagging issue. The fse concluded that the discrepant low results were related to sample handling as the customer stated that the laboratory had new technicians who were new to using the finger stick method and were being trained to correctly utilize the finger sticks. Results: failure mode of the event may have been attributed to improper sample collection and handling, as well as a defective analyzer card. Beckman coulter internal identifier for this report is (B)(4).